Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod worn on the arm appeared to stop delivering insulin on (B)(6) 2026, with blood glucose (bg) levels rising in the evening and the controller displaying "high". A backup finger-prick test showed a bg value of 32.6 mmol/l (587 mg/dl). The pod had been worn for between 49 to 71 hours at the time of the event. The patient continued to experience hyperglycemia overnight and removed the pod in the next early morning, replacing it with a new pod. Bg levels subsequently declined and later measured 8.7 mmol/l (157 mg/dl). After pod removal, the patient observed a warm, red lump at the prior infusion site near the cannula location. An insulet representative advised the patient to seek medical attention if symptoms worsened. On january 15, 2026, the patient sought care at a walk-in clinic due to persistent irritation at the former pod site. A clinician identified a localized skin infection and prescribed flucloxacillin 2x500 mg, four times daily. The pod was not worn during the clinic visit.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.